Event description:
Baxter reports five incidents of transfer sets with broken clamps. Noted during use. The transfer sets were in use for approx three months. No pt injury or medicl intervention reported per baxter affiliate.